Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple shocks for ventricular tachycardia (vt) detection that was probably sinus tachycardia (st) in the vt zone. It was noted that the wavelet withheld until a percent match changed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.